Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that due to being disconnect from the pump "for a while" while changing the infusion site during a routine supply change, customer's blood glucose (bg) rose from 152 to 527 mg/dl. Ketones were present. A correction bolus was delivered.